Event description:
The customer reported that prior to use, the nurse found that the pad was discolored. No patient was involved. Initial evaluation of the returned sample found the foil was degraded and the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.